Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a mahurkar dialysis catheter. The customer stated that blood leakage occurred at the hub (blue extension) during the dialysis. The surgeon decided to stop the dialysis and found that the bleeding was even worse. The catheter was pulled out, which cause 50ml blood leakage. Catheter insertion date was 5-8. Dialysis date was 5-26. Product was in use for 18 days. Product was tested prior to use.